Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that during a retrospective review of device data it was identified that this implantable pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. The device remains in service at this time. No other information was provided. No adverse patient effects were reported.

Event description:
It was reported that during a retrospective review of device data it was identified that this implantable pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. Additional information has been received mentioning right ventricular (rv) lead channel has been showing a gradual rise in rv impedances, just below the high, within range limit. Furthermore, there were recorded ventricular episodes that appear to be caused by myopotential noise over sensing. Thresholds had also risen in bipolar. At last in clinic check in november, they likely reprogrammed rv lead to unipolar, nonetheless more reprogramming options were recommended for next in clinic visit. The device remains in service at this time. No other information was provided. No adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.